Event description:
Caller reported a recurring cgm error 42 that occurred three times on the pump and researched a reset process online before contacting support. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump as it was under warranty. The caller was instructed on how to put the pump into storage mode and was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continues. The caller agreed to return the problematic pump with a prepaid label provided.